Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was having gi bleed episodes on/off since (B)(6). Large rectal bleed identified (B)(6) 2014 and double scope done that day. Gi consulted. Did have endoscopy, colonoscopy. Planning capsule study after discharge due to hospital logistics. Currently off all anticoagulation and asa.

Manufacturer narrative:
The patient continues on lvad support with no further issue reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.